Event description:
The tx60b was used during a gastric bypass. The surgeon fired the device across the small bowel, set the device aside and then took the bowel he just stapled and "milked" it and got leaking of intestinal contents. The surgeon then oversewed the staple line. There were two leaks in the staple line. The surgeon has the device and was going to send to risk management. There was no consequence to the pt.